Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a debridement and suture of lip and jaw laceration under local anesthesia on (B)(6) 2022 and suture was used. Post-op on the procedure day, the patient complained of fear of cold and lip pain. Physical examination: t: 37.3. The skin and mucous membrane of the lips were swollen, and the suture is free from falling off. Cefazolin sodium for injection was given to strengthen the anti infection, dexamethasone was given to anti inflammation, and 3% hydrogen peroxide was given twice a day for local dressing change. On the 1st day after surgery , physical examination: t36.9. The skin and mucosa of the lips were swollen, and the mucosa around the suture of the labial gingival groove was red and swollen, and a few purulent substances are seen. Consider suture allergy. Continued to give cefazolin sodium for injection to strengthen anti infection, dexamethasone for anti inflammation, and 3% hydrogen peroxide for local dressing change twice a day. On the 3rd day after the surgery, the patient complained that the pain of the lips was relieved. Physical examination: there is no swelling in the skin and mucosa of the lips, and there is no pus around the suture of the labial gingival groove. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Debridement and suture of lip and jaw laceration under local anesthesia . On what tissue was the suture used? - muscle tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? - unk. How was the suture placed (interrupted or continuous)? - interrupted. How was the suture originally tied (multiple knots, square knot, etc.)? - unk. Please describe any medical/surgical intervention required for this suture event including dates and results. Give cefazolin sodium for injection to strengthen anti infection, dexamethasone for anti-inflammation, and 3% hydrogen peroxide for local dressing change twice a day. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? - unk. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). - patients complained of fear of cold and lip pain.were any pre-op cleansing procedures or products changed recently? If yes, please describe. - unk. Does the patient have a known allergic history to any medical devices, food and/or medication?- unk. Was allergy testing performed? If so, please describe with results.- unk. Are there any photos available?- no. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Give cefazolin sodium for injection to strengthen anti infection, dexamethasone for anti-inflammation, and 3% hydrogen peroxide for local dressing change twice a day. Were cultures performed? If so, please provide the results. - unk. How much and what type of drainage is present in this wound? -unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Maybe the product caused the issue. What is the patient's current status? - good. If applicable, will product be returned? If so, please provide the return date and tracking information: no.